Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the seal port to perform failure analysis (fa). Fa was able to confirm the customer reported complaint. The seal was found to have tearing at the duckbill. Tears were not axially aligned with the seal and measured from 0.079¿ to 0.083¿ in length. There were no signs of thermal damage present at the end of any tears. The missing piece was not returned. The probable root cause is attributed to damage during various handling points, including manufacturing, installation, or use.

Event description:
On 01/15/2025, intuitive surgical, inc. (Isi) received user facility report mw5164094 stating: the inner cannula of the trocar came apart during surgery. Isi contacted the initials reporter and obtained the following information: the broken piece was visualized through the camera while the procedure was being performed and was retrieved. The fragment was collected into the endo catch bag. There were no reports of patient injury, and the procedure was completed robotically. There was no delay to the procedure.